Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range and an increase of the pacing impedances, within range values. Additionally, the system delivered an inappropriate shock due to electromagnetic interference (emi) oversensing. The technical services (ts) discussed troubleshooting options and recommended to perform a lead full evaluation due to calcification and fracture suspected. Troubleshooting and a defibrillation threshold (dft) test were performed in clinic to test lead integrity. This rv lead remains in service. No adverse patient effects were reported.